Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) and the adverse event. Based on the provided information a temporal relationship between the episode of severe abdominal pain during ccpd therapy on the liberty cycler, necessitating in patient hospitalization and subsequent diagnosis of acinetobacter peritonitis and the fresenius products/liberty cycler exists. The pdrn requested this patient receive a replacement liberty cycler due to the pain level and cycler alarm at time of the patient event. The etiology and causality of this e.coli peritonitis event is unknown, patient received all medical interventions during hospitalization and there have been no other reported issues. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient¿s nurse called in regarding cycle replacement due to patient vacuum too high alarm. The pd nurse stated the patient experienced abdominal pain while in treatment and was admitted to the hospital. During follow up the pd nurse reported the patient was diagnosed in the hospital with peritonitis and the cause of peritonitis was unknown. The patient was hospitalized from (B)(6) 2017. According to the culture, the patient's white blood cell count in fluid was 2 and the repeat count was 3. The patient was diagnosed with acinetobacter. The patient was treated with unspecified antibiotics. The etiology and causality of this peritonitis event is unknown. The patient has recovered from the event and was back pd treatment without further issues noted. Per pd nurse the set was discarded and was no longer available for evaluation.